Event description:
It was reported that the patient passed away. The cause of death was not provided by the customer. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. Additional information was received stating that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for mlp-027577 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.